Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: during procedure, the tip of the device broke while cleaning it with a tooth brush. Another used to continue the procedure. No patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).